Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A merlin@home transmission displayed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. Device programming changes were made to resolve the issue.

Event description:
Patient came for follow-up, the t-wave oversensing is still present. Reprogramming changes had never been made as previously reported but have been suggested again. Additional information has been requested and not yet received.